Event description:
Customer reported that their pump triggered an altitude alarm, identified as issue number 21. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on customer¿s blood glucose level. As a resolution, technical support arranged for a replacement pump to be sent, instructing the customer on how to put the current pump into storage mode and return it. The customer was informed about the replacement procedure and the need for backup therapy using multiple daily injections (mdi) while they awaited their new pump.